Manufacturer narrative:
Update to h6: a0509 was updated to a0510. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the cause of the event was not determined. Resistance was in the distal end of the catheter and occurred during retrieval. A continuous saline flush was administered and maintained as indicated in the IFU. A non-medtronic microcatheter was used, specific details not provided.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that at 16:16 on (B)(6) 2025, the physicians performed basilar artery thrombectomy for the patient in the interventional catheterization room. At 19:30, when the operator attempted to use an sfr-6-30 intracranial thrombectomy stent for thrombectomy, it was found that the stent had broken/fractured. The cause was believed to be due to a product quality issue.

Manufacturer narrative:
Product analysis: as found condition: the solitaire fr 6-30 stent device was returned for analysis with its introducer sheath, inside an open solitaire fr inner pouch, inside a sealed biohazard bag, and inside a shipping box. The reported non-medtronic catheter was not returned with the solitaire stent. Additionally, the catheter¿s model and size were not reported; therefore, any catheter-related issues, including compatibility, could not be determined. Damaged location details: the solitaire fr 6-30 stent¿s working length struts were in good condition, while the non-working length struts were damaged, with a broken strut. No irregularities were found outside the proximal marker. The marker coil was in good condition. No bends or kinks were found on the pusher wire. No other anomalies were found. Testing/analysis: the solitaire fr 6-30 stent was outside the introducer sheath with the pusher wire still within the introducer sheath. The solitaire fr 6-30 stent could not be re-sheathed into the introducer sheath because of a broken strut. The broken strut was sent out for scanning electron microscopy (sem) failure analysis. The scanning electron microscopy (sem) test results indicate that the broken end failed via overload. Conclusion: based on the reported information and device analysis, the customer¿s ¿separation¿ report was confirmed, as the non-working length struts were damaged, with a broken strut on the returned solitaire fr 6-30 stent device. The broken end of the strut was believed to have failed via overload. Likely causes include vessel tortuosity, delivery and retrieval friction, pre-existing conditions (stenosis/calcified plaque), hard clots/thrombus entanglement, and a new microcatheter was not used with the solitaire stent. In this event, the customer reported that the vessel's tortuosity was moderate, ruling out vessel tortuosity as a possible cause. Therefore, delivery and retrieval friction, pre-existing conditions (stenosis/calcified plaque), hard clots/thrombus entanglement, and a new microcatheter was not used with the solitaire stent could have contributed to the reported complaint. The customer also reported ¿resistance during retrieval¿. However, the cause could not be determined. Possible causes of resistance include hard clots/thrombus entanglement, incompatible devices, and a lack of continuous saline/heparinized saline during the procedure. In this event, it was reported that a continuous saline flush was administered and maintained, which rules out a lack of continuous saline/heparinized saline during the procedure. Therefore, the likely cause of the resistance could be the entanglement of hard clots/thrombi and inc ompatible devices. Since the reported non-medtronic catheter was not returned, and the model and size were not reported, any catheter-related issues, including compatibility, could not be determined. The cause of the reported event could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that after further communication with the hospital, it was confirmed that the treatment was for basilar artery thrombosis. It was clarified that the fracture was discovered after the first thrombectomy had been completed and the device was flushed, when a second thrombectomy was planned.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an internal carotid artery thrombectomy procedure using the solitaire fr 6x30, after the microcatheter was positioned, the stent was delivered, deployed, and thrombus was removed. Upon removal from the body for the first time thrombectomy, a stent fracture was observed at the proximal connection point of the ineffective segment. It was noted that resistance had been encountered. The stent was replaced, and the procedure was successfully completed. No patient complications have been reported as a result of this event. The patient's vessel tortuosity was moderate. The stroke onset to reperfusion time was 5 hours. The devices were prepared according to the instructions for use (IFU).